Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. The alleged partial screw displacement could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device not available.

Event description:
The manufacturer became aware of a literature published by interventional radiology unit, imaging department, gustave roussy cancer campus, france. The title of this report is ¿fluoroscopy and cone-beam CT¿guided fixation by internal cemented screw for pathologic pelvic fractures ¿, published on november 13, 2018, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1148/radiol.2018181105. This report includes analysis of the clinical data that was collected on 100 patients, the cases in this study range from 2010 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced partial screw displacement, which required revision. The report states, ¿the patient had persistent pain from the unstable fracture, which was successfully managed with a percutaneous cementoplasty to definitively anchor the displaced screw and with additional placement of a second screw by fics procedure. ¿

Event description:
The manufacturer became aware of a literature published by interventional radiology unit, imaging department, gustave roussy cancer campus, france. The title of this report is ¿fluoroscopy and cone-beam CT¿guided fixation by internal cemented screw for pathologic pelvic fractures ¿, published on november 13, 2018, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1148/radiol.2018181105. This report includes analysis of the clinical data that was collected on 100 patients, the cases in this study range from 2010 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced partial screw displacement, which required revision. The report states, ¿the patient had persistent pain from the unstable fracture, which was successfully managed with a percutaneous cementoplasty to definitively anchor the displaced screw and with additional placement of a second screw by fics procedure.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://doi.org/10.1148/radiol.2018181105.